Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. The customer then experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided. The customer administered manual injections to address bg level and continued to use the pump for insulin therapy. Tandem technical support educated the customer on the meaning of an incomplete bolus alert.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.